Event description:
It was reported the patient had a urinary tract infection (uti) three weeks ago which was appropriately treated. It was noted the patient had no history of recurrent utis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0nj9s, implanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).